Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 1.5 mg/day and 6.7 mg/ml bupivacaine at 1.0052 mg/day via an implantable pump for spinal pain, non-malignant pain, other chronic/intractable pain (trunk/limbs), and chronic low back pain. It was reported that the patient got an extreme headache, her ears were ringing, had chills, and she got very sick on (B)(6) 2016. The next day, there was swelling, noted to be baseball size, near both incisions from the pump replacement surgery. The patient went to the emergency room (ER) and it was determined via an ultrasound that the patient had a hematoma, which was noted to be hard and painful. It was noted that the patient was going for a surgery consult regarding the hematoma that was now grapefruit size. Burning was noted near the catheter and an infection was ruled out. It was later reported that the patient had an ultrasound and fluid was found. It was noted that some of the fluid was drained and the fluid would fill right back up. The fluid was sent for testing. It was further noted that the patient was still having "horrendous" spinal headaches. It was also noted that the patient wanted to know if the catheter was connected to the spine if it could be disconnected from the pump and leaking spinal fluid from the pump/catheter connection site. It was later reported that they found a disconnect on (B)(6) 2016 and they could visualize the sutureless connector, but then did not see the dye flow into the catheter but instead saw it pooling in the pocket. It was noted that the catheter was disconnected from the pin connector. The dye study was done because the pump pocket had fluid in it. It was noted that the healthcare provider (hcp) was testing for infection and sent out a sample to check for cerebrospinal fluid (csf). A revision was scheduled "that night" on (B)(6) 2016. Additional information has been requested regarding whether csf was detected in the fluid; whether the fluid contained any signs of infection; whether the catheter revision took place as scheduled; and the outcome of the hematoma and headaches, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of both bupivacaine and dilaudid via an implantable infusion pump for spinal pain. It was reported that after the patient¿s pump was replaced, due to normal battery depletion, the patient began experiencing leaking spinal fluid. The patient¿s stomach incision had grown to the size of a softball and back incision had grown to the size of a golf ball. Patient¿s healthcare professional (hcp) directed her to go to the emergency room (ER). Patient was not feeling well, was sick, dizzy, had headache, could not sit up, and her ears were ringing. In the ER she was told she had a seroma and to go home. The ER doctor did not do any testing but referred her to a surgeon who did an ultrasound. The surgeon did an ultrasound and removed the fluid from the ¿ball¿ and sent it off to be tested. The test determined the fluid to be spinal fluid. Patient had a catheter dye study which showed the medication was not going to the spine, but to the abdomen. An emergency surgery was done to replace the catheter and remove the other catheters that had been left inside the patient until this time. The patient¿s pump had not been effective since they replaced the catheter. The patient¿s hcp had told her that he would get her back to where she was but had only increased the medication dose 1 time in about 3 months. Patient was considering having the pump shut off, or removed, or filled with saline because she felt she was not getting any benefit from the pump. Patient had a refill appointment on (B)(6) 2016 and would see if the hcp was able to increase the medication dose.